Event description:
(B)(4): (B)(6) the literature article ¿posterior approach total hip arthroplasty utilizing a monoblock dual- mobility construct without posterior hip precautions: a serious of 580 hips with one dislocation¿ by joseph t gibian, md, thomas s. Hong, md and ryan nunley, md accepted to be published on 9 mar 2023 was reviewed by a clinician for adverse events. The purpose of the study was to describe a mini-posterior approach with a monoblock dual-mobility implant without ¿traditional posterior hip precautions.¿ all patients received a monoblock press-fit bi-mentum acetabular component and polyethylene liner (depuy synthes, raynham, ma) and a biolox delta ceramic head (exatech, gainesville, fl). Femoral components were the actis tripled tapered stem (depuy synthes,raynham, ma) in 555 hips, the emphasys dual tapered stem (depuy synthes,raynham, ma) in 12 hips, and in 3 or fewer hips each: the wagner cylindrical splined stem (competitor), corail (depuy synthes), reclaim (depuy synthes, raynham, ma), and summit (depuy synthes, raynham, ma) in patients who have abnormal preoperative femoral anatomy. The following adverse events were identified: seven patients required reoperations: one dislocation, four periprosthetic femur fractures, and two prosthetic joint infections. The only patient who sustained a dislocation was a 64-year-old man who had a history of multiple cervical spinal procedures with bilateral lower extremity weakness. He presented on postoperative day 54 with a dislocation which occurred while being aggressively transferred in his bed at his facility. During attempted closed reduction in the operating room, the dual-mobility construct dissociated. While preparing for an open procedure, the patient decompensated, and the procedure was aborted. Successful open reduction was achieved two days later. The hip was stable at the end of the procedure. The patient fell six weeks after this revision procedure and sustained a second dislocation event. He underwent open reduction after failed closed reduction. At his two-year postoperative visit, he reported that he was doing well without any additional episodes of dislocation.this pi is for the first dislocation event.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.